Event description:
When the surgeon was going to use the stapler on the colon the stapler did not fire. He stopped and did the step on usage but device still failed to fire. We're unable to use. I have the product but was unable to find where the identifying information is located.